Event description:
According to the available information the device was explanted due to the urinary incontinence returned. During the operation the doctor realized that a sling was present and in pieces and that there was a healing defect. The doctor removed all the pieces of the sling. The doctor explained that the patient had been seen by a gynecologist two years ago for an abscess and also mentioned a fistula.

Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.